Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) required system shock therapy due to a gradually increasing rate into a ventricular fibrillation (vf) condition while reportedly running. The device correctly sensed and treated per normal operation; however post shock noise, then contributed to an absence of required post shock pacing (psp). At this time, the patient whom had been previously running, fell and remained motionless. A witness confirmed the period of motionless following by conscious crying. Boston scientific's technical services (ts) reviewed system data confirming the reported allegation and stating the noise frequency appeared stable at around 17hz. The patient sustained a long duration of asystole during the post shock pacing period. Ts stated the source of the noise which contributed to an inhibition of psp for approximately seven seconds, was not determined. The patients vf induction data during post implant optimization, confirmed an individual requirement of psp at 22 pulses. After a lengthy discussion with boston scientific engineers and ts, it was concluded to remove the device and replace with a traditional ICD system. The explanted device was requested to be kept by the patient, thus no return of product is expected.